Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead helix had exhibited helix mechanism issues and was unable to extend smoothly after multiple deployment attempts by the physician. The rv lead was removed and replaced. The patient was in stable condition throughout.